Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was in an atrial flutter and an attempt was made to burst pace the atrial flutter; however, was unsuccessful. During the interrogation, high right atrial (ra) lead impedances of greater than 2,000 ohms were noted. After the burst pacing, ra impedances decreased to 419 ohms. Additional information was received that ra impedances had been greater than 2,000 ohms since implant, but the pacing and sensing measurements were normal. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.